Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of (B)(6) confirmed internal wire fatigue. The pump was returned assembled with the sealed inflow conduit and sealed outflow graft secured to their respective pump ports. The driveline was cut approximately 3.5¿ from the pump housing and the severed portion was not returned. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Continuity testing was performed, and all the wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. The shielding and bionate were removed from the returned portion of driveline and visual inspection of the underlying wires revealed a breach in the insulation of the yellow wire approximately 1.75" from the pump housing, as well as breaches in the insulation of the brown, black, and red wires approximately 3.25¿ from the pump housing. The conductors of the yellow, brown, black, and red wires were exposed, which appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The driveline was then submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any additional areas of concern. The breaches in the wires could have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the mobile power unit or power module. The disruptions in the wires would have affected wire phases 1, 2, and 3 and would have interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries or an ungrounded patient cable. The resulting phase to phase shorts would have caused the pump stop events observed in the submitted log file data. The heartmate ii left ventricular assist system instructions for use (rev. G) discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook (rev. G) also contains information on caring for the driveline. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 19oct2012. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient visited the outpatient clinic for a regular check-up and mentioned a short red hazard alarm during the last 3 days. The log file showed three short timeframes on (B)(6) 2021 where the pump could not maintain the fixed speed for about 3 seconds. X-rays of the driveline showed internal damage at the pump end bend relief which likely caused a phase to phase short that resulted in pump stops. A pump exchange from heartmate ii to heartmate 3 was performed on (B)(6) 2021.